Event description:
Based on additional information received on 16-dec- 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This case is cross referred with cases (B)(4) (cluster). This unsolicited case from united states was received on 28-nov-2017 from health care professional (medical assistant) this case concerns a (B)(6) years old patient (gender unspecified) who received treatment with synvisc one or synvisc injection and after an unknown latency had pain and swelling. Also device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history and concurrent conditions were reported. On an unknown date, patient received treatment with intra- articular synvisc one (lot number: 7rsl021, exp date: may-2020)/ synvisc injection (frequency, indication, dose: not provided). On unspecified date, latency unknown, patient was having issues pain and swelling. Action taken: unknown for both suspects. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criteria: device malfunction as important medical event additional information was received on 30-nov-2017 from health care professional. Case was updated from 2 patient's case to single patient. Patient's age was added. Lot number and expiry date of synvisc one was added. Related cases were added. Text was amended accordingly. Additional information was received on 16-dec-2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc result was added. Text was amended accordingly pharmacovigilance comment: sanofi company comment dated 23-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain and swelling. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the pharmacological plausibility of the events to the product cannot be excluded.